Manufacturer narrative:
Seeking additional information from the field. This report will be updated if additional information is received.

Event description:
It was reported that this newly implanted left ventricular (lv) lead exhibited pace impedance measurements of greater than 2000 ohms, and high threshold measurements. The lead remains in service at this time. No adverse patient effects were reported.